Event description:
The pt ((B)(6)) received her scs system on (B)(6) 2009. It was reported that she underwent a surgical procedure to modify the implant depth of her lead and ipg. It was reported that during the surgery, the pt's original lead appeared damaged. A new lead was placed; however, the pt experienced a dural tear during the procedure. A blood patch was performed to resolve the dural tear. Follow-up on the pt found that she is recovering well, and she is receiving effective stimulation.

Manufacturer narrative:
Conclusion: - as received, the lead was missing the stimulation end cap electrode. Testing revealed an electrical opening on channel 2 on the stimulation end. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.